Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a 1115 error code (check vent: auxiliary alarm supply failed). There was no patient involvement when the issue occurred. No patient or user harm reported. Investigation ongoing.

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the customer declined to have the device repaired. Insufficient information is available to determine the resolution of the event. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.